Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00892. It was reported that the patient presented to the clinic for a. Follow up. Interrogation showed their atrial lead impedance and capture threshold were both high. During the revision, the physician was unable to remove the set screw from the atrial port on the patient's pacemaker. The physician capped the atrial lead, explanted the pacemaker and replaced both products on (B)(6) 2020. The patient was stable throughout.